Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump received open book image on insulin pump screen. The customer blood glucose level was 150 mg/dl. It was also reported that insulin pump did not received any other alarms before open book image was displayed on the screen. The insulin pump had an image of a book with an x and arrow pointing on a book with a question mark. It was reported that the customer advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly.